Event description:
Note: this report pertains to one of three devices used during the same procedure. The three devices have been reported in MFR. Report # 3005099803-2010-03931, # 3005099803-2010-03932. It was reported to boston scientific corporation that three ultratome xl sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct of a patient on (B)(6), 2010. According to the complainant, the first ultratome (subject of MFR. Report # 3005099803-2010-03931) was advanced into the working channel of duodenal scope into the papilla. When the physician wanted to perform sphincterotomy, the cutting wire of ultratome xl snapped instantly when current was applied. A second and third ultratome (subjects of MFR. Report # 3005099803-2010-03932) were advanced and had the same result. No portion of the cut wire fell into the patient for any of the three ultratomes used. The procedure was completed with another manufacturer¿s device. There were no complications reported as a result of this event. The patient was stable and discharged the following day.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire was broken and bent. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The broken cutting wire appeared burnt/blackened. The od of the exposed cut wire was measured and meets the od specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire was broken. However, during manufacturing, the tome devices are 100% inspected for cut wire and working length integrity. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. The three devices have been reported in MFR. Report # 3005099803-2010-03931, # 3005099803-2010-03932, and # 3005099803-2010-03933. It was reported to boston scientific corporation that three ultratome xl sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct of a patient on (B)(6) 2010. According to the complainant, the first ultratome (subject of MFR. Report # 3005099803-2010-03931) was advanced into the working channel of duodenal scope into the papilla. When the physician wanted to perform sphincterotomy, the cutting wire of ultratome xl snapped instantly when current was applied. A second and third ultratome (subjects of MFR. Report # 3005099803-2010-03932 and MFR report # 3005099803-2010-03933) were advanced and had the same result. No portion of the cut wire fell into the patient for any of the three ultratomes used. The procedure was completed with another manufacturer¿s device. There were no complications reported as a result of this event. The patient was stable and discharged the following day.